Event description:
Acute pulmonary edema was discovered after ablation procedure. It was reported that the event was not related to the procedure or device. The prognosis of the pt is satisfactory.

Manufacturer narrative:
This complaint was part of a study, which initially was thought of as a clinical trial (pre ce mark or ide). The event occurred in 2006 and was not entered as a complaint until later that year at which point it was determined a reportable complaint.